Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties appear to be due to the patient condition. Reportedly, the patient had highly degenerated and diseased mitral valve leaflets and there was difficulty visualizing the mr jet. The reported patient effects of mitral stenosis and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed on the mitraclip to report the mitral stenosis. It was reported that on (B)(6) 2018 two mitraclips were implanted in the patient with grade 3 mixed etiology mitral regurgitation (mr) reducing the mr to grade 1. The patient had highly degenerated and diseased mitral valve leaflets and there was difficulty visualizing the mr jet. At the end of the procedure, the patient had a mean mitral gradient of 10 mm hg. On (B)(6) 2018 the echocardiogram showed mr grade 1 and a mean mitral gradient of 3.4 mm hg. On (B)(6) 2019 an echocardiogram was performed and mr increased to grade 2. The mean mitral gradient was 7 mm hg. In the opinion of the physician, the recurrent mr grade 2 is not related to the mitraclip; the clips are stable on both leaflets. There is no suspected or visible leaflet/chordal damage. The physician reports that the patient will have some leaking despite the mitraclips because of the very degenerated leaflets of the patient. The physician also opines that after the clips were put in, the mr jet changed direction and became more visible on the transthoracic echocardiogram (tte), that is why it seems that there is more mr on tte in follow-up. No additional information was provided.